Manufacturer narrative:
The investigation is currently in progress. A follow up report will be submitted when the investigation is complete. A second device used in the same procedure was filed under MDR 2032380-2011-00004. (B)(4).

Event description:
It was reported to arthrocare on (B)(6) 2011 that a patient underwent a mini-open rotator cuff repair procedure on (B)(6) 2011 using an opus smartstitch m-connector in conjunction with a smartstitch suture cartridge with white magnumwire suture. Reportedly both needle tips broke off the smartstitch m-connector when deploying the magnumwire suture cartridge. One needle tip was removed and the second needle tip allegedly remained in the patient. Surgeon reported no patient injury.